Event description:
Caller states, the coaguchek xs device produced a result of 42 inr. Device numeric reading range is 0.8 inr and 8.0 inr. No adverse event reported. Requested return of suspect device and replacement was sent.